Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. No physical damaged was found on the device. A review of the event history log evidenced the following: "(B)(6) 2019 2:16:42 am run mode delivery paused. (B)(6) 2019 2:16:42 am high alarm displayed: downstream occlusion. (B)(6) 2019 2:16:42 am run mode delivery resumed." The customer reported product problem was not replicated during infusion testing. No fault was found with the device. Although the reported problem was not duplicated, a bubble was found on the downstream sensor. The downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump produced a downstream occlusion alarm. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that there was no patient injury. The pump was replaced with another.

Manufacturer narrative:
H2: see a1-4, b5 and h6 (patient code).